Manufacturer narrative:
Manufacturer's investigation conclusion: the report of fluid ingress into the heartmate gogear shower bag could not be confirmed through this evaluation. The shower bag was not returned for evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) support with no further reported issues at this time. The lot number of the heartmate gogear shower bag was not provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 6 of the IFU ¿patient care and management¿ and section 4 of the patient handbook ¿living with the heartmate 3¿ explain how to the use the shower bag. These sections warn that the shower bag must be used for every shower. Although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect external system components from water or moisture. Section 8 of the IFU "equipment storage and care" (under "cleaning heartmate wear and carry accessories") and section 6 of the patient handbook "caring for the equipment" (under "caring for the wear and carry accessories") state that wear and carry accessories should be periodically inspected for damage or wear. If an accessory appears damaged or worn, do not use it: call your hospital contact for a replacement. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
In addition to the alarm history of one power cable disconnect, the low voltage alarm was also observed during the showering. Later a low voltage advisory alarm was generated during battery operation. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
B5 - describe event or problem updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during showering, water entered the shower bag. This resulted in the battery clip and battery becoming wet. An alarm sounded, alerting the situation, and a battery replacement was promptly performed. It was unclear whether the alarm was continuous or intermittent. The system controller's alarm history showed records of "power cable disconnected" at 20:25 and 20:26 on (B)(6) 2025. This alarm lasted 43 seconds and 57 seconds and was followed by a "low voltage" alarm at 20:27 which lasted 2 seconds. On (B)(6) 2025 a "low voltage advisory" was recorded at 16:58 for more than 1 minute and 31 seconds. The patient had no memory of the incident. No products would be returning because they were reportedly in use.